Manufacturer narrative:
Concomitant products: dtbb2d1, device, implanted: (B)(6) 2016; 4574-53, lead.

Event description:
It was reported that during a routine replacement of a cardiac resynchronization therapy defibrillator (crt-d), the lead parameters were tested with satisfactory values prior to connection of the device and after they were connected the left ventricular (lv) lead pacing threshold had increased considerably. The leads were then connected back to the analyzer cables and showed variable thresholds again. The physician then connected the leads back to the new device and performed a defibrillation threshold test. A t-shock induction was attempted with ventricular fibrillation (vf) detection programmed on. Two shocks were delivered at 25 joules and 35 joules, but both failed to induce vf; due to the failure of the t-shock to induce vf, the physician requested a 50 hx burst be performed. During the 10 second 50 hz burst, it was noted there was no apparent capture of the right ventricular (rv) lead on the electrocardiogram (ECG). It was then suspected the pace/sense right ventricular (rv) lead could have been reversed with the lv lead, which would explain the sudden increase in lv threshold. The physician then removed the device from the pocket and it was determined the leads were reversed in connection tot he crt-d. The physician disconnected the rv pace/sense portion and the lv pacing lead. A 25 joule shock was delivered by the crt-d while outside the pocket and the physician then inserted the rv pace/sense and lv lead into the correct ports. A t-shock vf induction was performed and the crt-d was then implanted. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.